Manufacturer narrative:
(B)(6). Device code a0401 captures the reportable event of stent shaft break. Investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil was detached and the suture hole was torn until the tip. The reported event of stent shaft break was not confirmed. The positioner was also returned; however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached/separated and torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent used in a cystoscopy, transurethral resection of bladder tumor and right ureteral stent placement procedure in the right ureter. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a percuflex plus ureteral stent used in a cystoscopy, transurethral resection of bladder tumor and right ureteral stent placement procedure in the right ureter. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.